Event description:
A customer reported that a brand-new pump would not start and was flashing red, despite being charged for about eight hours using different cables. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support informed the customer that the pump needed to be replaced and provided instructions for using a replacement pump to ensure uninterrupted insulin delivery. The customer was also instructed to return the faulty pump using a pre-paid label and return box within ten days.